Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a burning sensation at the lead site and inadequate pain relief. Impedances were within normal limits. Reprogramming was attempted but was unsuccessful. The physician replaced the percutaneous lead with a surgical paddle lead on (B)(6) 2011. The patient had fallen down the stairs about (B)(6) prior to explant. No patient injury was reported and the patient recovered without sequela.